Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's main keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control scrapped the faulty main keypad. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that the home button on their device was inoperable. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.